Manufacturer narrative:
The medical center did return the impella pump for benchtop analysis and investigation. The investigation revealed the root cause of the pump stop to be blood ingress due to the damage to the purge sidearm. The failure mode will be monitored and trended.

Event description:
The medical center had an impella 5.5 pump stop on day 17 of use. The pump stopped after prior purge issues and purge bypass troubleshooting measures taken . The pump was explanted and replaced as the patient bridges to a permanent ventricular assist device.